Event description:
Sporadic discrepant results for cea. First occurrence in (B)(6), 2006: patient 1, initial result 7.9 ng/ml, same sample repeated twice gave results of 4.0 and 3.9 ng/ml. Patient 2 initial result 5.7 ng/ml, same sample repeated twice gave results of 3.6 and 3.6 ng/ml. On (B)(6) 2007, another patient gave discrepant results as follows: initial result 7.53 ng/ml, same sample repeated three times gave results of 0.898, 0.8, and 0.8 ng/ml. If additional information is received, appropriate notification will be provided.